Event description:
Using the magnet to abort the pt's seizures was no longer as effective as it used to be. It was also reported that a lead test was performed which resulted in a dc-dc code of 3, indicating that there is not a lead or connection problem. A normal mode test was performed resulting in a dc-dc code of 7, indicating that the device is not delivering the programmed settings; however, the pt is receiving stimulation. The eri (elective replacement indicator) was "no" indicating that the device is not at end of svc. The reporter indicated that the pt's seizures increased, but believed that it may have been due to changing the device settings. Battery life, using the device's current programmed settings, was estimated to be 6 to 8 years. Pre-mature end of svc is suspected. The pt is still receiving efficacy; therefore, the physician elected to closely monitor the pt.